Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to a lack of atrial pacing during right atrial auto-threshold (raat) test. Additionally, the patient was symptomatic during these tests, experiencing palpitations. Upon review, technical services (ts) explained that atrial flutter response (afr) was programmed on, which prevented atrial pacing from occurring within 353 msec of the (as). Due to the elevated pacing rate needed to conduct raat testing, this resulted in atrial pacing inhibition. Technical services (ts) reviewed troubleshooting options and programming considerations. Given that the patient rarely paces and was symptomatic with the threshold tests, raat was programmed off. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.